Event description:
A us distributor reported that a battery was unable to charge. A us distributor reported that an integrated battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of batteries sn (B)(6) have been completed. The reported problem (will not charge) was due to the battery pcas and connectors being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of integrated charger has been completed. The reported problem (battery/ charger faults) was due to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.